Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) displayed as "high" ; (although specific value was not provided). Cause was unknown. Customer addressed the elevated bg by two manual insulin injection. Recommendation was made to consult with their healthcare provider.